Event description:
It is reported in 2006, the hospital found two packages of screws where the sterile seals were observed to be open when the outer box was opened.

Manufacturer narrative:
Evaluation summary: recall all remaining products from zimmer sets and point of use locations for "bare box" lots that show both return by another country since september 2005 and subsequent shipment activity. Evaluation codes: as returned, inner & outer tyvek lids are partially unsealed. Device history records are intact, conforming and indicate manufacture to specification. An international subsidiary over labeled the boxes with a local language label for the local market. The subsidiary returned multiple units of overstocked items in 2005. These returns were restocked in the warehouse and redistributed to other customers. For "bare box" (i.e. No shrink wrap) type sterile products that were returned september 2005 and later, a hexane based solvent was used to loosen and remove the local language labels. The use of the solvent compromised the integrity of some of the tyvek sterile barriers inside the boxes.